Event description:
It was reported that the lead was extracted due to oversensing in the ventricular channel. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found abraded through 12.5 and 16.5 cm distal to the df4 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. Additionally, the insulation was found squeezed and damaged 29 cm distal to the df4 connector pin. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. The above mentioned insulation damages are assumed to be the root cause of the reported oversensing. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.